Event description:
Pt experienced some pain, and felt no restriction after fills. Endoscopy has confirmed erosion. Surgery to remove device occurred. Pt developed post-op complication of infection, however physician indicates it was not device related, and was probably a surgical complication.